Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip deployed and the clip was not returned. All external and internal components were in their proper post clip deployed positions with no detected damage. The vessel locator was fully retracted and there was no observed wing damage. An attempt was made to disassemble and clean the device for redeployment testing; however, dried blood within the device prevented device disassembly. Based on the investigation findings, the device performed according to specification and the cause for the lack of hemostasis could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the locator wings were opened and the device was pulled back, no resistance was felt. The clip was deployed, but hemostasis was not achieved. Manual compression was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.